Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer also reported using their supplies for longer than two days. Tandem customer technical support informed customer that is off-label per the user guide. Customer changed out pump supplies to address the alarm. No reported impact to the customer¿s blood glucose level.